Event description:
It was reported that the user attempted to pair an fsl 3+ sensor and did not scan the sensor prior to pairing, resulting in an incorrect or incomplete pairing process; the user was subsequently guided to scan the sensor and proceed with pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information the user provided. Investigation of this case revealed a usage problem with no device problem found and no applicable device component implicated, consistent with an improper procedure for pairing the sensor. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.